Event description:
It was reported that a police officer walked into the magnetom espree scanning room with a loaded gun in the holster. The loaded gun was pulled from the holster and into the magnet and became stuck to the front cover of the unit. According to the information received from the head tech at this facility, the police officer's mother was taken in for an MRI scan. The officer was in the waiting room when he saw through an open rf door that the tech was struggling with transferring the pt onto the table. The officer rushed to the exam room to help. When the officer turned around, his holster got too close to the magnet and the gun was pulled out of the holster and into the magnet. There are no injuries involved in the event and there was no system malfunction associated with this issue.

Manufacturer narrative:
Siemens local service engineer, (B)(4), was dispatched to this site. The engineer had to ramp down the magnet in order to remove the gun. The unit was later filled with helium and recalibrated. The machine was tested and was fully operational to the operating instructions. The magnetom espree manual section a.2 and the magnetom system owner manual section a.1 provide clear advice and warning regarding both magnetic field hazards and training of personnel with regards to mr safety. According to the magnetom espree system owner manual, hazard labels and prohibition signs should be legible and clearly visible even if the door to the controlled area is open. The exam room should be identified with the warning "strong magnetic field." Presence of the warning sign "strong magnetic field" on the door to the controlled area at this site was confirmed but the warning was not visible with the door to the controlled area being open. The customer was recommended to post additional hazard labels and prohibition signs, and to install a metal detector.